Event description:
Additional information was received that the re-operation was in no way related to a malfunction with the sternal closure device. Therefore, there is no indication of a reportable event at this time.

Manufacturer narrative:
The following fields were updated: b4 date of this report b5 describe event or problem g7 type of report h2 follow up type h10 additional narratives/data

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00573, 0001032347-2019-00574. Medical products: sternalock blu system plate, 4 hole l-plate 100 degrees, part# 73-2643, lot# unk, sternalock blu system plate, 8 hole x, part# 73-2623, lot# unk, sternalock blu system screw, cancellous cross-drive screw, part# 73-2412, lot# unk.

Event description:
It was reported the patient underwent a revision of sternal closure implants due to bleeding. The implants were replaced with new sternal closure implants. No additional patient consequences were reported.